Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing. However, the report was unable to be duplicated. During evaluation the patient output dust cap was observed to be on which can cause the error message seen. However, this was unable to be verified as the root cause. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.